Event description:
It was reported that during the implant procedure, the atrial lead had difficulty inserting into the pulse generator header. With the use of mineral oil, the lead was able to fully advance into the header. The lead was implanted.